Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over 1 hour occurred. Data pending. A follow up report will be submitted upon completion. No injury or medical intervention was reported.